Event description:
The customer reported that it isn't working/can't operate. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that it isn't working/can't operate. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.